Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin.net in backup vvi mode. The patient was brought to the clinic for further evaluation. The device was restored to normal function. The patient was stable and will be monitored.